Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during investigation the original complaint was unable to be duplicated. The keypad was fully intact and all the keys responded to user presses. The keypad cover was removed and there was no contamination found under the key contacts. There was no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed. There was no damage to the keypad flex. Unrelated to the original complaint, the audio bolus button cover was missing from the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.